Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was damaged across its entire length. Stent struts were stretched, pulled and misaligned. The stent protector inner diameter of the returned device was measured and within the specified inside diameter of the stent protector specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50 x1 2 mm synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician noticed that the stent was dislodged from the stent delivery system. The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50x12mm synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician noticed that the stent was dislodged from the stent delivery system. The device was not used on the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.